Event description:
A 2.50 mm diameter x 14 mm length driver sprint rx bare metal stent was inserted into a patient for treatment of a moderately tortuous mid cx lesion, which exhibited 80% stenosis and little calcification. Prior to the insertion of the driver sprint rx bare metal stent, the lesion had been pre-dilated with a 2.75 mm diameter x 12 mm length other brand balloon at 20 atm. It is reported that the physician was unable to reach the target lesion with the driver sprint rx bare metal stent and the device was removed from the patient. It is reported that a different stent, with the same dimensions, was then implanted without any problem. Patient status post procedure was reported to be good. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results: moderately tortuous, 80% stenosis; device not inspected prior to use. Evaluation, conclusion: moderately tortuous & 80% stenosis; device not inspected prior to use. Evaluation summary: the device was returned for evaluation. The distal tip was damaged and slightly twisted indicating that the device may have met resistance. A strut on the 1st distal segment was raised off the balloon. A number of struts on the 3rd and 4th distal segments were deformed. The 5th and 6th proximal segments were pinched and flattened. A number of struts on the 1st proximal segment were deformed. It was not possible to load a protective sheath over the raised stent strut suggesting that the damage occurred post removal of the sheath in the field. There were no abnormalities reported during withdrawal of the device from the hoop or during removal of the sheath and stylette. It is possible that the pre-dilation and the attempted placement of the driver sprint device expanded the vessel adequately to allow placement of another stent; however, this cannot be confirmed.